Event description:
A black oily substance was deposited on the condyle. The blade was leaving a gray oily substance on the cartridge during knee arthroscopy procedures. The customer confirmed that the gray substance was removed from all of the patients and back-up devices were used to complete the procedures. No delay or pt injury was reported.

Manufacturer narrative:
Same lot sample was returned and forwarded to qe for investigation. The used device was discarded by the customer.